Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon burst upon six to eight inflations at 10 atmospheres within 40-50 seconds. The device was completely removed from the patient's body using the sheath and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear in the balloon material was identified beginning approximately 2mm distal of the proximal markerband and extending approximately 13mm distally across the balloon material. An examination of the markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon burst upon six to eight inflations at 10 atmospheres within 40-50 seconds. The device was completely removed from the patient's body using the sheath and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.